Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that there was a ¿need to revise the ends and perform a new cut. The location of the cutting attempt was very damaged.¿ were there any patient consequences or changes to the post-operative care of the patient as a result? If yes, please describe.

Event description:
It was reported that during a colectomy procedure, when stapling, the device closed but did not staple. The staples are stayed inside the device. The firing trigger did not lock out and fired. The majority of staples are stayed inside the cartridge. Need to revise the ends and perform a new cut. The location of the cutting attempt was very damaged. Use of another device from another lot.

Manufacturer narrative:
Product complaint (B)(4). Batch # unk. Corrected data: adverse event, outcomes attributed to adverse event, type of reportable event, patient codes. Additional information was requested and the following was obtained: were there any patient consequences or changes to the post-operative care of the patient as a result? Extension of the hospitalisation time (a few days) device evaluation summary: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, three staples were received inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? How was it determined that majority of staples stayed inside the cartridge? What was the specific location of the staples that remained in the cartridge? Was the staple line inspected prior to transection of the tissue? What was the staple form of the deployed staples? Why was the hospital stay prolonged? Was the extended hospital stay related to the issue experienced with the device? What is the current status of the patient?

Manufacturer narrative:
Product complaint # (B)(4). Additional manufacturer narrative/corrected data - updated device evaluation summary additional information was requested and the following was obtained: what were the indications for surgery? Left colectomy. How was it determined that majority of staples stayed inside the cartridge? Visually. What was the specific location of the staples that remained in the cartridge? 2/3 of the staples stayed on the cartridge. Was the staple line inspected prior to transection of the tissue? Yes, no anomaly. What was the staple form of the deployed staples? Unk. Why was the hospital stay prolonged? For additional supervision. Was the extended hospital stay related to the issue experienced with the device? Yes. What is the current status of the patient? No problem reported updated device evaluation summary: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. In addition, three staples unformed were received inside of a plastic bag. However, no conclusion could be reach as to how unformed staples became loose. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.